Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed during which a hole was found in the cuff connecting tube. The cuff was replaced and no patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400098. Serial number: n/a . Batch/lot number: 1100100871 . Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4) model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100065612. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected and leak tested. The cuff passed both the visual inspection and the leak test. No damage or abnormalities were identified. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of "perforation" and "mechanical malfunction or mechanical difficulty" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported clinical observation of device mechanical issue and tube hole/perforated, could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed during which a hole was found in the cuff connecting tube. The cuff was replaced and no patient complications were reported.